Manufacturer narrative:
Additional information was received through the japanese tavi registry reporting system. The aortic dissection may have been caused by interference with the flex shaft as the balloon catheter had been pulled back to the triple markers and pushed the flex shaft. The patient was recovering from the dissection. On postoperative day 17, a cerebral infarction was suspected as the patient showed decreased motion level in the right limbs. MRI was unable to be performed because the patient had a pacemaker, therefore, only CT examination was done. The CT possibly indicated multiple small infarctions. However, it was unclear if the infarction caused high consciousness disturbance and severe right paralysis. Heparin as an antithrombotic therapy was given and the patient was on rehabilitation. Per the facility, the patient is being monitored at the same facility, but is looking for another hospital to be transferred. Per medical opinion, the cause of the stroke was unknown. The patient has not recovered from the stroke.

Manufacturer narrative:
Review of procedural videos/imagery/photographs were performed. Screenshot of back table testing post procedure showed the balloon slowly increasing in volume with leakage coming from the nose tip. Screenshot of back table testing post procedure showed the balloon slowly increasing in volume with leakage coming from the nose tip and guidewire inserted. The devices were returned to edwards lifesciences for evaluation. During visual analysis, minor flex tip gouges were observed. During functional testing of the device, the balloon was inflated with no issues; however, the device was unable to be deaired. A constant stream of bubbles was observed from the base of the distal nose tip. After the initial deairing attempt, the guidewire lumen was flushed and the device was able to be deaired. The stream of bubbles was unable to be seen. However, the provided video (leakage from the nose tip) was never able to be recreated. The balloon was cut and the nose tip and guidewire were able to be separated with limited pull force. Residual adhesive between the nose tip and the guidewire lumen appeared to be present. Gross alignment was performed successfully, and the balloon lock was able to be locked and unlocked at the warning marker. Full fine adjust was able to be performed successfully. During dimensional inspection, the distal guidewire shaft outer diameter (od) measured proximal to adhesive residue, and nose tip inner diameter (ID) measurements were taken. Measurements of guidewire shaft od/ID and nose tip ID met the specifications. DHR (device history record) review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, valve alignment: unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock. Do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock. Check delivery system before valve alignment. If kinked, do not use. Note: manage guidewire position. Guidewire can move proximally during valve alignment. Note: the warning marker indicates the balloon catheter is approaching a hard stop. Do not pull past the warning marker. Caution: maintain guidewire position in the left ventricle during valve alignment. Note: relock the device after unlocking every time. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Fine adjustment indicator shows how much fine adjustment is left. If additional fine adjustment is needed, unlock and rotate the fine adjustment wheel away from you until part of the warning marker is visible and relock. Note: a gap between the thv and distal valve alignment marker may result in difficulty crossing. An overlap cannot be reversed and may prevent proper thv deployment. Note: fine adjustment wheel functions only when the balloon lock is locked. Note: do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure. Warning: do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment. Additional considerations: compression may be observed in the distal portion of the flex catheter during valve alignment. Diving may be observed between the thv and the flex catheter tip during valve alignment. To correct: move to a different straight section of the aorta (for diving only). If using a balloon catheter, push forward slightly, and then continue pulling back until part of warning marker is visible. If using the fine adjustment wheel, reverse and then continue with fine adjustment until thv is centered exactly between the valve alignment markers. Note: thv moves in only one relative to the balloon. Warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Perform valve alignment in the straight section of the aorta. Unlock the balloon lock. Pull straight back slowly at the y connector until part of warning marker is visible. Lock the balloon lock. Obtain a magnified perpendicular fluoroscopic view. Slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap. Crossing native valve / pull back flex catheter / sapien 3 valve positioning: factors that make it difficult to cross: heavy calcification. Wire bias into commissure. Horizontal aorta. Tortuous thoracic aorta. Flex catheter kinked. Inadequate bav. Experiencing difficulty crossing. Make sure the wire is correctly extended at the apex. Pull tension on the wire or reposition. Add some distal flex or remove some partial flex. Pull the system back and readvance. Pull back flex catheter so it is off the balloon during deployment. Unlock the balloon lock. Slowly move back flex catheter (handle) while maintaining position of balloon catheter. Position flex tip in the middle of the triple marker. Lock the balloon lock. Additional considerations: placing flex tip on the middle of the triple marker will enable fine adjustment in either direction during thv positioning. Positioning flex tip on the triple marker prior to thv deployment will help maintain stability while ensuring unobstructed inflation during deployment. Partially unflexing may help when pulling back the flex catheter. Use the distal flex to position the thv coaxial. Slowly rotate the flex wheel away from you to help adjust the thv coaxial within the native valve. Wire manipulation or slight rotation of the delivery system may help. Unlock the balloon lock. Position thv with bottom of center marker at base of cusps. The inflow of the sapien 3 valve will be further in the ventricle when positioned (compared to sapien xt valve) prior to thv deployment. Use the center marker to help aid in thv positioning, but not as a reference during thv deployment (center marker on delivery system not thv). Additional considerations: a coplanar view is critical for correctly positioning and deploying the thv. To reference the center marker properly, ensure crimped thv is exactly between the valve alignment markers. Review positioning and thv heights with the echocardiographer prior to the case. For optimal results place the entire center marker within the initial center marker zone. Anatomy (stj, calcification, coronaries, etc.), % area sizing, thv size and foreshortening/inflation volume should also be considered when positioning thv. Use the fine adjustment wheel to control fine positioning of the thv. Ensure the flex tip is pulled back to the middle of the triple marker. Ensure the balloon lock is locked. Turn the fine adjustment wheel to finely control the thv position in either direction. Release stored tension prior to thv deployment. Thv may lock into the calcium when positioning creating stored tension in the delivery system. Release delivery system tension prior to deployment by ensuring thv is coaxial within annulus on final position. Thv deployment: check to ensure: thv is exactly between the valve alignment markers. Flex tip is on the triple marker. Balloon lock is locked. Perform thv deployment. Unlock the inflation device. Initiate rapid pacing ensuring 1:1 capture, sbp <50 mmhg, and pulse pressure <10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Additional considerations: verify flex tip is on triple marker to ensure full inflation of balloon during deployment. Ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. No IFU/training deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for delivery system leakage was confirmed. However, the complaint for thv moves off balloon working length during positioning was unable to be confirmed due to unavailability of applicable imagery. A review of DHR, complaint history, manufacturing mitigations and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A product risk assessment (pra) captures the prior investigation of this failure mode where high tension conditions can potentially result in proximal valve movement during flex tip retraction. Tension in the system may be induced by patient and procedural factors such as tortuosity and performing valve alignment in a non-straight section. Per the report, the patient had severe tortuosity in the horizontal aorta. It is possible valve alignment was performed in a nonstraight section of the aorta, which can cause the thv to unseat from the flex tip (noncoaxial placement of valve in relation to the flex tip) during alignment and dive into the lumen of the flex tip, as evidenced by the observed flex tip gouges. If the thv is unseated during alignment, it can result in additional valve alignment forces and tension on the delivery system. It is likely that the tension was built during valve alignment and was released during flex tip retraction causing the valve to be malpositioned between the markers prior to deployment and the subsequent asymmetric valve deployment. Per the training manual, if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. Although a definite root cause is unable to be determined, available information suggests patient factors (tortuous anatomy) and procedural factors (valve alignment performed in nonstraight section) contributed to the reported thv moves off balloon working length during positioning event. Per the report, as blood was visible in the inflation device, the delivery system was retrieved. Video imagery was returned to confirm the complaint event of delivery system leakage. Functional testing was performed on returned devise and showed the device was unable to deair after even after flushing the system (bubble present near base of inflation balloon); however, when inflating the system to check for leak, the inflation balloon was able to retain volume with no leakage. The video provided by the field was unable to be recreated. Device was taken apart by engineering team to further evaluate potential leak location around nose cone to guidewire lumen junction. Visual inspection of this bond showed adhesive present between the nose tip and guidewire lumen, indicating that the device was manufactured as intended. However, nose tip was able to be moved off of guidewire lumen with minimal force. As there was no note of abnormalities during device preparation, it is unlikely that a separation was present out of the box. Additionally, all devices are 100% visually inspected and leak tested. As such, it is possible that the device was excessively manipulated during the procedure, coupled with navigation through a challenging anatomy, resulting in the guidewire shaft shifting. This created a leak channel that would allow blood to travel from the distal nose tip to the inflation balloon and enter the inflation device. Although a definite root cause is unable to be determined, available information suggests procedural factors (excessive manipulation) contributed to the reported delivery system leakage event. The complaint for thv moves off balloon working length during positioning was unable to be confirmed. However, no manufacturing nonconformances were identified during evaluation. Available information suggests patient (tortuous anatomy) and procedural factors (valve alignment performed in nonstraight section) contributed to the reported event. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment (pra) is required at this time. However, a CAPA (corrective action preventative action) and pra (product risk assessment) was previously initiated. The complaint for delivery system leakage was confirmed. However, no manufacturing nonconformances were identified during evaluation. A definite root cause is unable to be determined. However, available information suggests procedural factors (excessive manipulation) contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient comorbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intraprocedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h postprocedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, per the report, device manipulation is a likely contributing factor for the aortic dissection. Patient factors not provided and/or the mechanisms described above are likely contributing factors for the stroke. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6) during implant of a 23 mm sapien 3 valve in the aortic position using transfemoral approach, there was difficulty positioning the guidewire due to the patients severely tortuous aorta and horizontal aorta. Therefore, a dryseal sheath was inserted proximal of the aortic arch to support the vessel. Valve alignment was performed at the ascending aorta. While pulling back the flex shaft for valve positioning, the valve moved out from the markers. The device was retraced and realignment was done. During valve deployment, the proximal side of the balloon would not inflate and the valve expanded in a triangle like shape. Blood was visible in the inflation device. The valve was pulled back to the aorta due to concern of valve embolization into the left ventricle. Intracardiac echocardiography (ice) indicated a dissection in the ascending aorta. After reviewing the procedural cine imaging, it was determined the dissection had occurred during valve positioning. The dissection extended to the descending aorta. The valve was drawn back to the descending aorta (near the diaphragm) with a snare catheter and fixed with a 24 mm balloon. Then the procedure was converted to ascending aorta replacement and surgical aortic valve replacement. The patient recovered enough to be extubated after the surgery. However, a cerebral infarction was suspected. Visual examination of the delivery system found no balloon damage. Leakage was noted from the guidewire lumen at the nosecone. The leak happened when the proximal side of the balloon was filled with fluid, which indicated there might be a channel between the balloon lumen and guidewire lumen near the base of the balloon.